Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of thrombosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of thrombosis as follows: contra-indications "do not inject juvéderm® voluma¿ with lidocaine into blood vessels (intravascular)." Undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: haematomas. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible."

Event description:
Healthcare professional reported after injection to the nasogen folds with unspecified juvederm voluma patient developed thrombosis at nose area. No medical or surgical intervention noted. Symptoms are ongoing.